Event description:
It was reported that after an interrogation was performed on this cardiac resynchronization therapy defibrillator (crt-d), the health care professional received an alert for high out of range pacing impedances on the other manufactures right atrial (ra) lead. The average pacing impedances measure 470-500 ohms and have increased as high as 1600 ohms. It was also noted there were several atrial tachy response (atr) episodes in which the ra lead oversensed the respiratory rate trend (rrt) signal. Technical services discussed possible causes and recommended to turn rrt off, test the lead for noise and out of range measurements. At this time, this crt-d and other manufactures ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that after an interrogation was performed on this cardiac resynchronization therapy defibrillator (crt-d), the health care professional received an alert for high out of range pacing impedances on the other manufactures right atrial (ra) lead. The average pacing impedances measure 470-500 ohms and have increased as high as 1600 ohms. It was also noted there were several atrial tachy response (atr) episodes in which the ra lead oversensed the respiratory rate trend (rrt) signal. Technical services discussed possible causes and recommended to turn rrt off, test the lead for noise and out of range measurements. At this time, this crt-d and other manufactures ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.